Event description:
A customer contacted baxter's technical service center regarding a reload set 161 alarm that appeared on the display of the home pt's homechoice machine during setup prime. Per initial report, baxter's technical service center assisted ending therapy early. No pt injury or medical intervention was indicated at the time of the initial report. This writer was contacted by hp's nurse, who stated the hp was diagnosed with peritonitis in 2005 and hospitalized for one week. Hp's esrd is secondary to fsgs. Hp's other medical history includes a closed injury from a car accident when 5 years old and hypertension. Hp's symptoms were abdominal pain, cloudy effluent, and vomiting. Hp is allergic to cephalosporin. Hp was treated with vancomycin ip 20 mg/l nightly from 2005 to an unk date, ceftazidime ip 125 mg/l for an unk date range, and tobra ip 8 mg/l the following month until an unk date. The nurse also stated that the suspected root cause is pt contamination. The hp did recover from this peritonitis based on cell counts. The nurse also stated that she thought this investigation was a waste of time since the reload set alarm occurred after the pt was........